Manufacturer narrative:
A service history review was attempted. The investigation of the complaint articles has shown that: part no.399.99, serial/lot no:a7pa12/5220875, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 12-apr-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Service & repair eval was performed. The investigation of the complaint articles has shown that: the customer reported the forceps broke into pieces. The repair technician reported the tip of the serrated jaws broke off. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed an investigation summary was performed. The investigation of the complaint articles has shown that:the 399.99 reduction forceps is an instrument routinely used in the small fragment locking compression plate (lcp) system . The device was returned and reported to have broken intraoperatively. This condition is confirmed; approximately the distal twelve millimeters have broken off from the tip of the serrated jaws of the forceps along a fairly rough fracture surface. It is likely that over nine years of consistent use has been the most significant contributor to this complaint condition. The device was manufactured in 4/2006 and is over nine years old. The balance of the returned device is in otherwise fairly good condition despite its age with very few markings along the length of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system and a review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an open reduction and internal fixation (orif) of a humeral shaft fracture on (B)(6) 2016, it was reported that the reduction forceps broke intraoperatively. The forceps were being used to clamp down bone when the device broke into pieces. All fragments were easily retrieved and no fragments were left in the patient. No surgical delay was reported. A back up instrument was immediately available for use. The surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4)device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.